Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overdose that occurred "one week ago." The pt was admitted to the hospital. The representative was called into the case the previous weekend in order to stop the pump. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.